Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. No trend data available. The analysis of the provided test data, acquired on 5th of october 2023 recorded an atrial pacing impedance of 433 ohms and a ventricular pacing impedance of 375 ohms. Furthermore, a shock impedance of 58 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. The integrity of the right ventricular lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the devices itself become available for analysis, the investigation will be updated.

Event description:
This ra lead was explanted due to oversensing, fracture and dislodgement. Should additional information be received, this file will be updated.